Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient presented small bowel obstruction 7 days following a laparoscopic umbilical hernia repair. Post operative laparotomy was done to resolve the issue. The patient incurred a temporary injury.